Event description:
Reportedly, on (B)(6) 2019, noise oversensing was confirmed on the atrial and the ventricular channels. On (B)(6) 2019, ventricular lead impedance was measured at 200 ohms or below. Therefore, a re-intervention will be performed. A non-functioning vdd pacemaker is implanted on the left side. Preliminary analysis confirmed several episodes of ventricular noise oversensing and some episodes of atrial noise oversensing. This noise oversensing most probably resulted from both leads issues and/or leads-pacemaker connection issues.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200609 - file-2020-00796 - analysis_and_closure_report_resp-2020-00551.pdf].

Event description:
Reportedly, on (B)(6) 2019, noise oversensing was confirmed on the atrial and the ventricular channels. On 03 december 2019, ventricular lead impedance was measured at 200 ohms or below. Therefore, a re-intervention will be performed. A non-functioning vdd pacemaker is implanted on the left side. Preliminary analysis confirmed several episodes of ventricular noise oversensing and some episodes of atrial noise oversensing. This noise oversensing most probably resulted from both leads issues and/or leads-pacemaker connection issues.

Event description:
Reportedly, on (B)(6) 2019, noise oversensing was confirmed on the atrial and the ventricular channels. On (B)(6)2019, ventricular lead impedance was measured at 200 ohms or below. Therefore, a re-intervention will be performed. A non-functioning vdd pacemaker is implanted on the left side. Preliminary analysis confirmed several episodes of ventricular noise oversensing and some episodes of atrial noise oversensing. This noise oversensing most probably resulted from both leads issues and/or leads-pacemaker connection issues.